Event description:
Boston scientific received information that during a follow up on (B)(6)2010, patient was in retry mode at 3.5v with no capture. We tested the lead at 6.5v and 1 ms, sensibility of 0.25. Still no sensing nor capture. The impedance is below 100. We took a chest x-ray and no evidence of fracture. The connector is in the header but doctor not sure if all the way in or if screwed well. Pt will be scheduled for surgery to check this out in the coming month. Dr. (B)(6), (B)(6)hospital this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).